Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of and angiojet spiroflex vg thrombectomy with an unknown guidewire. The pump, shaft, and tip were microscopically examined and it was observed there the spiral shaft on the spiroflex catheter was becoming unraveled/stretched. It was also observed that the bag spike was damaged. Removed the damaged bag spike and used a lab stock bag spike. Device primed and pumped went into thrombectomy mode and operated the device for 30sec in thrombectomy mode. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft became separated during the procedure. An spiroflex® vg angiojet® thrombectomy set was selected for a thrombectomy procedure. After removal of the device, it was noted that the mid portion of the catheter had become unraveled. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft became separated during the procedure. An spiroflex® vg angiojet® thrombectomy set was selected for a thrombectomy procedure. After removal of the device, it was noted that the mid portion of the catheter had become unraveled. There were no patient complications and the patient's condition was fine.